Manufacturer narrative:
(B)(4).

Event description:
It was reported before a procedure was performed unrelated to the device, device interrogation observed a gradual increase in pacing lead impedance and capture threshold. The ventricular output was adjusted. The patient condition is stable and will be monitored with routine follow-up.